Event description:
There are black contaminations in 2 of the 50 ml syringes that come in a bulk of 20 that were found by our technicians. These events was discovered before any patient interaction. Both syringes were from different bulks of 20 and found by different technicians. The two boxes contain the same lot number and expiration date but were the only syringes in the bulk of 20 that had this issue (the other 19 were unproblematic in both the bulks).